Event description:
It was reported that the patient presented in clinic and noise was observed. While inappropriate detection of vt/vf was noted all episodes were aborted prior to therapy being delivered. The lead was explanted and replaced.

Manufacturer narrative:
Mandatory medwatch was received externalized conductors due to internal insulation abrasion were found at 8.0-11.1cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. External insulation abrasion was found at 13.2-13.4cm from the connector pin, consistent with lead friction to the ICD can. Another external insulation abrasion was found at 12.5-12.7cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.